Event description:
It was reported that a patient underwent an ent flap procedure on an unknown date and a drain was placed. The patient experienced an infection around the drainage point which required a reoperation on the infected flap. The drain was removed on an unknown date.

Manufacturer narrative:
Date sent to the FDA: 04/28/2011. (B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00528. The same patient is represented in each medwatch.